Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The first paragraph of the previously submitted conclusion has been updated to clarify when the device separation occurred. There were no further changes. The previous evaluation codes have also been changed. After successful balloon dilatation, the physician encountered resistance while removing the balloon catheter which became stuck in the sheath introducer necessitating removal of the sheath along with the balloon catheter. The procedure had been completed successfully with no reported patient injury. Upon receipt of the devices, the savvy balloon was noted to be separated in two pieces with the proximal portion of savvy received within the avanti sheath. Per the account the assistant had separated the two pieces prior to shipping, it did not occur in the patient. The balloon catheter did not kink while being used and was easily removed from the vessel and from the guidewire. One non sterile catheter pta savvy 6.00x10cm 80cm was received coiled inside a plastic bag. The balloon was not received, only the proximal marker band was received with the device. Inner body and outer body were found separated. Several compressions, crushes and elongations were noted along the inner shaft. Functional test was not performed due to the catheter condition. Elongations were noted in the rupture areas during microscopic analysis, also it appears as if excessive force was applied to the device. A review of the manufacturing documentation associated with this lot was not performed since lot number was not received. The reported pta system/withdrawal difficulty could not be confirmed since functional test was not performed due to the device condition. The exact cause of the failure could not be conclusively determined. The product analysis does not suggest that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the information available and without return of the entire product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. It is possible that the balloon did not rewrap properly causing the resistance during removal through the sheath introducer. However, it appears that excessive force may have been used causing the catheter separation.

Manufacturer narrative:
After successful balloon dilatation, the physician encountered resistance while removing the balloon catheter which became stuck in the sheath introducer necessitating removal of the sheath along with the balloon catheter. The procedure had been completed successfully with no reported patient injury. Upon receipt of the devices, the savvy balloon was noted to be separated in two pieces with the proximal portion of savvy received within the avanti sheath. The balloon catheter did not kink while being used and was easily removed from the vessel and from the guidewire. One non sterile catheter pta savvy 6.00x10cm 80cm was received coiled inside a plastic bag. The balloon was not received, only the proximal marker band was received with the device. Inner body and outer body were found separated. Several compressions, crushes and elongations were noted along the inner shaft. Functional test was not performed due to the catheter condition. Elongations were noted in the rupture areas during microscopic analysis, also it appears as if excessive force was applied to the device. A review of the manufacturing documentation associated with this lot was not performed since lot number was not received. The reported pta system/withdrawal difficulty could not be confirmed since functional test was not performed due to the device condition. The exact cause of the failure could not be conclusively determined. The product analysis does not suggest that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the information available and without return of the entire product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. It is possible that the balloon did not rewrap properly causing the resistance during removal through the sheath introducer. However, it appears that excessive force may have been used causing the catheter separation.

Event description:
After successful balloon dilatation, the physician wanted to pull out the balloon, but unfortunately the balloon got stuck in the sheath. Therefore, the sheath had to be pulled out together with the balloon. Fortunately, the procedure has been finished successfully and no harm to the patient. Upon receipt of the devices, the savvy balloon was separated in two pieces and the proximal portion of savvy was received within the avanti sheath. However, prior to shipping the products, the affiliate separated them. The balloon catheter did not kink while being used and was easily from the vessel and from the guidewire. It was removed together with the cordis avanti sheath. The physician has already finished the procedure with the pta and the complaint happened afterwards. The patient was well following the procedure.